Manufacturer narrative:
The customer did not request service. The customer replaced the handpiece. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the handpiece was not oscillating during a cataract extraction procedure. The system was exchanged but the problem persisted. The handpiece was then exchange and the procedure was completed with no harm to the pt. It was noted that the handpiece was not working before surgery but the customer was able to manually override the problem.